Event description:
It was reported to philips that images couldn't be changed during procedure; error 'please wait' on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).